Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer went to the emergency room on (B)(6) 2024 with a blood glucose level of 90 mg/dl; and had high ketones. Customer addressed bg by administrating a correction bolus via pump. Customer was treated with intravenous fluids of saline. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly the customer continued to use pump for insulin therapy.